Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a deep vein thrombectomy procedure. The device was inserted inside the patient. During the procedure, aspiration stopped after 87 seconds. When they tried to restart it, it could not proceed. No physical issue such as a leak or break was noted when this occurred. The catheter was replaced with another angiojet solent omni catheter and the procedure was completed. There were no patient complications and the patient's condition was noted as stable.

Manufacturer narrative:
Returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a deep vein thrombectomy procedure. The device was inserted inside the patient. During the procedure, aspiration stopped after 87 seconds. When they tried to restart it, it could not proceed. No physical issue such as a leak or break was noted when this occurred. The catheter was replaced with another angiojet solent omni catheter and the procedure was completed. There were no patient complications and the patient's condition was noted as stable.